Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no. 368650 batch no. 8263749. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield fell off resulting in a needle stick to staff member. The following information was provided by the initial reporter: the hinge of the safety cover failed on the above product, resulting in the safety cover connection failing and coming off; the staff member received a needle-stick injury when attempting to engage the safety cover. The needle was contaminated (blood) from its intended use. The defective device was disposed of in the sharps container.